Event description:
It was reported that during the implant attempt, there was noise seen on the monitor. The physician thought the lead had defects. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Blood in/on helix/lobe mechanism.